Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. A lot number has been provided. A device history lot review is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector. Blood reportedly leaked through the tego when the patient coughed and the catheter clamp was open. There was not an exact number of how many problematic devices were reported, however it was potentially up to 100 pieces. There were no holes, cuts, tears or any defects noted. There was no patient harm reported.